Manufacturer narrative:
No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the 3d orbic scans were not successfully transferring the navigation system. The orbic gave a successful transfer message and the navigation system spine software was in the "waiting for exams to transfer" state. After a few minutes, the an error message was received on the navigation system that the exam was unable to transfer and to try another scan. In trouble-shooting, they attempted to manually push the exam, and also a second spin was taken, however, received the same message. The site did not attempt to re-boot the orbic or the navigation system software or hardware. The surgeon opted to discontinue the use of the navigation system and proceeded using a c-arm fluoro imaging, an alternate system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment and opted to replace the computer and reported that one spin transferred successfully after the computer replacement. The medtronic representative, following up with the site found that to get the scan to transfer the following has to be done by: terminating the first scan on the orbic, a new scan is created, and characters are added to the patient name and mrn on the orbic. Once these steps are followed the exam can be transferred. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. The suspect computer was returned to the manufacturer for analysis. Testing found the system boots normally. No hdd or ram errors reported. Ethernet port 0 functional.

Manufacturer narrative:
Additional information: through on-site troubleshooting by medtronic reps with site radiology staff, it was concluded that the scan identifiers are not being properly generated by the siemens orbic imaging system. The version of the firmware running on the oribc systems at the site was generating non-unique scan identifiers that cannot be accepted by the medtronic stealthstation for navigated procedures. To ensure a 1:1 relationship between patients and their procedures, the scan identifiers cannot be duplicates and must be properly embedded into their corresponding dicom series. This issue has only been reproducible on the siemens orbic outdated firmware instances at the site. Also, while troubleshooting at the site, medtronic and site personnel developed a work-around that entailed creating a new patient on the siemens orbic, retaking the scan, and sending the new scan to the medtronic stealthstation. The site is currently performing their cases using this work-around. The software investigation concluded that the siemens orbic firmware was not up to date. And medtronic software functioned as designed. Correction to initial MDR decision: based on the findings above, the reportable malfunction was on a device not manufactured by medtronic (siemens orbic imaging system). If this information was available during the initial review, the reported event would not have been considered a reportable malfunction by medtronic.